Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) was unable to increase stimulation, as the device displayed a "settings not available" message when an adjustment was attempted. The patient was unable to adjust device settings, with one program at approximately 2 and another at 5.0. The issue persisted despite resetting the controller multiple times. The patient representative was redirected to the healthcare provider for further assistance. No patient complications have been reported as a result of this event. Pt rep called back stating that they've been having problems twice in the last 6 months when the pt was trying to increase their intensity, it would not let them go higher but they could decrease it. Caller added that settings not available message displayed when they attempted to increase the intensity. Caller mentioned that for the last two times, they directly contacted the manufacturing representative (rep), and they met with them at their hcp clinic. The rep made some reprogramming, and the issue was resolved for a while. Caller stated that this is the third time that this happened and they called the rep this morning, but they were instructed to call patient services. Caller stated that they don't believe that the problem was the controller because they had a problem before and it was replaced. Caller mentioned that the pt has a degenerative disease on their lower back and the rep thought that maybe something has shifted or there could be something that was not making a good contact. Agent reviewed information about the message and instructed the caller to continue to work with their rep and hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.